Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm. The thoracic aorta was 25 mm, 27 mm and 28 mm in diameter from proximal to distal and then there was an area with a small ulceration on the outer curvature of the thoracic aorta. Distally the thoracic aorta was greater than 31 mm in diameter and then tapered to 30 mm in diameter. A csf drain was placed prior to the stent graft implant. It was reported that there was some difficulty putting the spinal drain in at the time, but eventually it was placed. The physician reported that three days post implant one of the patient's legs was paralyzed. At nine days post implant the paralysis was 80 % back to normal. The patient also has an aaa. No additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (paralysis), (unknown cause of paralysis). Conclusions: known inherent risk of procedure (paralysis), (unknown cause of paralysis).